Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, while removing from the dispenser coil, the catheter got stretched. At a later date, it was discovered that the catheter had fractured at the shaft. The procedure was completed with another device.

Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated 01 november 2006 stating device was rec'd with a fracture at the shaft of the catheter. As rec'd, 1.4 breaks were noted on the unit. The first breakage was present 15.7 cm from the proximal end. The second break was noted at the 19 cm point of the inner braid. The third breakage was noted at the 0.5 cm point of the inner braid. A full dimensional check could not be carried out as the hub was not present and damage to the unit prevented measurements from being taken. However, the dimensional inspections which were carried out were in specification. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating, however, severe damage was evident all along coated length. There are no other complaints reported for this batch of devices. A CAPA was opened on 10th october 2005 to address this issue. The proximal flushing port was removed on 22 august 2006. This will allow for flushing to be carried out only through distal port. Add'l info regarding the complaint was requested and from the answers rec'd, it can be determined that the catheter was checked when removed from the packaging and no anomalies were noted. The catheter was flushed with saline solution before removing it from the catheter and repeat flushing was performed. It is not known which of the ports was flushed on the dispenser coil. As per the dfu, before removing the catheter from the dispenser coil, the catheter must be flushed with heparanized saline via the distal port to activate the hydrophilic coating. The flushing must be repeated if difficulty in removing the product from the dispenser coil occurs. This reported defect will be monitored and trended through the monthly complaints review board.